Event description:
It was reported that the customer's pump suspended insulin delivery several times. The customer's blood glucose level was not impacted .

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.